Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas appeared to have reduced battery life, with the user perceiving premature battery depletion of the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including enabling diagnostic data and reviewing synchronized logs. Investigation of this case revealed no device problem found and no problem detected, and log review indicated the device was last fully charged earlier in the month with a later partial charge, which aligned with normal depletion behavior of the battery. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.